Manufacturer narrative:
Complaint is not confirmed. Upon visual inspection, no problem was found with the device returned. Upon functional testing, ar-8550ex was tested with an ar-8330h handpiece, and no debris was observed. No problem found.

Event description:
It was reported that during a shoulder instability surgery metal debris was produced during soft tissue debridement. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.